Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a implantable cardioverter defibrillator (ICD) in backup (vvi) mode. The device would not connect to the patient's home monitor, which triggered the backup (vvi) mode. Programming changes were completed. No patient symptoms were reported.